Event description:
It was reported that during a ureteroscopic lithotripsy procedure the fiber was fractured when fired during procedure. The procedure was completed with a different device. The patient was stable, there were no patient complications reported.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned product identified that the fiber was received in two pieces. A fiber body break was observed along the fiber body confirming the reported complaint. Microscopic inspection of the tip indicated it was degraded. The fiber connector had no defects. It is probable that procedural handling of the device during set-up and use contributed to the fiber body break. A device history record review indicates the device met all manufacturing specifications, and therefore the failure was unlikely related to manufacturing. A labeling review confirmed the IFU includes appropriate warnings and instructions for use. Based on the analysis results, a conclusion code of cause traced to component failure was assigned to this investigation which indicates an expected or random component failure without any design or manufacturing issue.

Event description:
It was reported that during a ureteroscopic lithotripsy procedure the fiber was fractured when fired during procedure. The procedure was completed with a different device. The patient was stable, there were no patient complications reported.